Event description:
I had been on reclast the past three years. My previous (B)(6) physician retired earlier this year. My current (B)(6) physician put me on evenity on (B)(6) 2025, and I am miserable. I have pressure and numbness on the left side of my head and base of skull, my tongue burns, my lips are numb. I am scheduled to have another infusion of evenity on (B)(6) 2025. I would assume, this may not be a good idea. Any suggestions would be appreciated. Please recommend the best way to deal with this situation. (B)(6) landline. Email address is (B)(6). I have a nursing degree and a bs in accounting, and I have worked in both areas, and I miss dr (B)(6), at (B)(6) who retired this past year. I had a bone health consult on (B)(6) 2025 and lab work on (B)(6) 2025 at (B)(6). I also saw dr. (B)(6) in (B)(6) on (B)(6) 2025. He said I need cervical surgery: history: a physician I use to go to who works in a different city than where I currently live, contacted me after I fractured right radius the fall of 2023. I told her my right arm was in a cast and my only discomfort was in my right shoulder. She offered to order imaging. My husband drove me to the appointment. I was in a standing position, this imaging machine was lowered from the ceiling above my head and started imaging the wrong area, the left side of my head. It burned, I said stop and asked why they were imaging the wrong area. The x-ray tech said that's specifically what the doctor ordered. I told the x-ray tech nothing was wrong with the left side of my head; the issue was with my right shoulder. I still had a cast and on my right arm and my right shoulder droops. I don't know if dr (B)(6) at the (B)(6) had me mixed up with a different individual, but she should not have ordered imaging without first scheduling an examination. Dr. (B)(6) at (B)(6) said what dr (B)(6) did was not in compliance, and she told me to write a letter to the ceo of the (B)(6). I did not receive a response. Please respond as I am not sure how to handle this situation. I was told by (B)(6) I need surgery, and they need a referral. Any suggestions would be appreciated. (B)(6) landline, (B)(6) cell phone. Thanks, any advice you can offer would be appreciated. I wish my physician who retired this past year was still seeing patients. The issue was caused because the wrong area of the body was imaged, plus the physician who ordered the imaging was the one who contacted me and did not schedule an appointment prior to ordering the imaging. I was a nurse, and I worked in a hospital environment. I should have questioned why this physician, who I use to go to prior to a major road construction project that closed the main road to the community where this doctor works, found out I had fractured my right radius? I had thought about having my right shoulder imaged, but thought I would wait until the cast came off my right arm. This physician was the one who contracted me and offered to order imaging. I don't even know how she found out I had fractured my right radius? But she apparently should not have ordered any tests or imaging until she thoroughly examines the patient, because she ordered imaging if the wrong area and now, I need surgery to repair the damage that was done. I am supposed to take a baby aspirin every day. I had a reclast infusion the past couple years. They switched it to evenity this past year. Imaging shifted hardware in previous surgical area (cervical vertebrae) when physician ordered imaging of wrong area/ right shoulder should have been imaged. Now I am told I need surgery to repair the damage. I had fractured right radius which healed; my big plant was hanging over the deck and I did not notice my husband had set a ladder on its side against the deck. My foot caught on the ladder and I lost my balance. Broke my fall with right arm and cracked/fractured right radius which has healed.